Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the subclavian vein. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 10mm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.